Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider reported opened the compressor, both water trap filter and solenoid valve were cleaned and the compressor and the ventilator worked properly.

Event description:
It was reported that during set up a ventilator generated an air supply loss alarm and the pressure was low. There was no patient involvement.